Event description:
While evaluating a returned processor pca, it was discovered by an authorized technician that the component had logged a fail/dx failure from a previous device. There was no patient involvement.